Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  The reported condition was verified. The device was found out of specification in relation to the reported device failed flow rate and volume testing which were reproduced. The device was sent for flow accuracy testing and was found to under-infuse within specification. The reported symptom was verified through flow rate testing and found to be caused by the pressure plates which were out of adjustment. The pressure plates were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate and volume test during preventative maintenance. There was no patient involvement. No additional information is available.